Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 560 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. It was vomiting from their high blood glucose. The customer declined to check for the presence of leaks or air bubbles during troubleshooting. Customer reported their basal and bolus settings were accurate. Troubleshooting was not completed as the customer did not have tubing clamps to perform a high pressure test. Customer's current blood glucose was 268 mg/dl. The insulin pump will not be returned for analysis.